Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that 3 or more loss of prime events had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the black box indicated loss of prime had occurred. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours with no loss of primes occurring. The force sensor calibration was found to be within specification. The pump casing was opened and the force sensor flex was found to be cracked. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.